Event description:
The patient claimed that the up button required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact without peeling or visible damage. The contrast and up arrow keypad button had intermittent response and required excessive force to evoke a response when pressed. All the other keypad buttons were appropriately responsive when pressed and had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the key contacts. There were no hypersensitive keypad buttons or inverted contacts observed. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.